Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hyperglycemia and hospitalization. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ent450 17845-5c-aw rev a 10/17 checking your blood glucose 4 / page 36 warnings: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warnings: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
On (B)(6) 2018, patient went to the hospital due to elevated blood glucose (bg) levels. No specific diagnosis was given to the patient. Patient¿s bg levels had reached 30 mmol/l (541 mg/dl) after wearing the pod between 1 and 4 hours on the hip/buttocks. Before he went to the hospital, the patient consulted with the hospital due to his concern over the high bg levels. The patient was advised to replace the pod with a new one. He changed the pod, but the bg levels still would not lower. The patient decided to go to the hospital for further treatment. At the hospital the patient was treated intravenously with insulin and ¿salted water¿. In addition, a new pod was applied. This helped stabilize the patient¿s bg levels. Patient gave the hospital his pod that was removed while he was there, and it was not available to be returned for evaluation. No further information was provided.